Event description:
Cxr taken in 2009, revealed a foreign object in infant's lung. A bronchoscopy the following day, revealed a portion of what appeared to be a 6 fr suction catheter (approximately 10cm in length) in the distal ned of the endotracheal tube.